Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was stated that on (B)(6) 2019 there was an improvement walking and of the number of falls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp indicating the therapy has resumed in the right stn on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was unresolved with no further actions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went through a functional re-education and the issue was resolved with sequelae on (B)(6) 2020. The sequelae was noted as no more falls but walking troubles are still here and worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's walking difficulties have improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the lead displacement was not confirmed by the CT scan. The patient's walking troubles are still present which are accompanied by falls and trauma. The patient will be hospitalized in a rehabilitation unit in aug to help with the trouble walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead .

Event description:
Information received via the healthcare professional from a clinical study reported the patient had walking troubles. The patient was walking slowly with little steps, on tiptoe. Diagnostics for the walking troubles involved an examination on (B)(6) 2016 and interventions of reprogramming occurred the same day of examination. On (B)(6) 2016, another examination was performed and there was no improvement. During that examination, worsening tremor of the right upper limb was identified. Reprogramming was done (B)(6) and the report of worsening tremor was noted as resolved without sequelae. Both events were noted as related to the device or therapy and not related to the implant procedure. The event of walking troubles was noted as "due to programming" where the most recent interrogation/programming that had occurred prior to the event was on (B)(6) 2015. The walking troubles event was considered ongoing. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that another medical or non-surgical intervention took place on (B)(6) 2016. Additional information received from the hcp updated the diagnostic methods and signs symptoms to included that the patient was examined on (B)(6) 2017 in which it was found that they had walking difficulties with falls. As a result reprogramming occurred as an intervention on 2017. No further complications are anticipated. Additional information received from the hcp updated the signs symptom to include a new examination on (B)(6) 2017 in which it was stated that the patient had an increased number of falls since replacement. This was clarified to say that the patient falls 4 to 5 times per day with some of them being traumatic. The falls are due to worsening walking and freezing with a lead deplacement suspected and imaging required. The results of imaging are still pending as of (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was again reprogrammed on (B)(6) 2018 with the introduction of medication. It was also noted there was hospitalization. The patient was then reprogrammed on (B)(6) 2019 and therapy was suspended. On (B)(6) 2019 there was an improvement in walking and freezing.